Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and alopecia ("hair loss"). The patient was treated with surgery (on (B)(6) 2018 salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and alopecia outcome was unknown and the pelvic pain, abdominal pain, back pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, device dislocation, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration, other injuries / symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain pelvic / abdominal, back, bleeding menorrhagia (heavy menstrual bleeding), migration, hair loss. Event outcome was added for the events: pelvic pain, abdominal pain, back pain, menorrhagia. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.